Event description:
Customer called regarding the meter allegedly not starting a test. Customer did not report any symptoms. Customer did take insulin. There was no evidence of an adverse event, based on the information provided. The customer service representative tried troubleshooting and the meter did not start. The meter was replaced due to an unresolved issue.